Event description:
The customer reported a falsely decreased sodium result generated on the architect c8000 analyzer on a patient. Results provided: 116 / 139 mmol/l, another instrument = 139 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer replaced the ict module which resolved the issue. No additional discrepant patient results have been reported. Return testing was not completed as returns were not available. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Device history record review did not identify any non-conformances for the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c8000 analyzer on a patient. Results provided. 116 / 139 mmol/l, another instrument = 139 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.